Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis, the gore® excluder® aaa endoprosthesis. After returning to the intensive care unit, a decline in renal function was noted. On (B)(6) 2025, angiography to evaluate blood flow to the renal arteries and percutaneous renal artery angioplasty were performed. The left renal artery was suspected to have embolism due to plaque shift. The right renal artery was determined to be covered due to stent graft migration. In an attempt to restore blood flow to the right renal artery, a guiding catheter was advanced near the artery and a guidewire was inserted, which resulted in arterial dissection. Consequently, the right renal artery became completely occluded, and blood flow restoration was deemed unfeasible, leading to termination of the procedure. Although the right renal artery was occluded, collateral circulation was confirmed to maintain a certain level of blood flow. Continuous hemodiafiltration was initiated, and the patient was placed under observation. (B)(6) 2025: a mild cerebral infarction was identified, and the patient was placed under observation. (B)(6) 2025: continuous hemodiafiltration was switched to hemodialysis.